Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set was in use for approximately 2 days before a crack was found during transport of the patient to another area. Due to the crack, approximately 30-40ml of the patient's blood backed up out of the patient's vascular access device and out of the cracked area. The nurse states that the crack was in an area that would have been difficult to be caused by the patient or caught in a bed rail. There was no patient harm.

Manufacturer narrative:
A photo provided by the customer shows that the set damage appears to be a slice/pinched cut on the tubing. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set was in use for approximately 2 days before a crack was found during transport of the patient to another area. Due to the crack, approximately 30-40ml of the patient's blood backed up out of the patient's vascular access device and out of the cracked area. The nurse states that the crack was in an area that would have been difficult to be caused by the patient or caught in a bed rail. There was no patient harm.